Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. A review of the device history revealed no anomalies. The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) when trying to setup the hc for the therapy. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. Technical service representative (tsr) informed the hp of the alarm?s meaning. The tsr had the hp press go to clear the alarm to continue with the setup. The hp was going to continue the setup of the hc with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.